Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise which resulted in inappropriate anti-tachycardia pacing (atp) therapy and one inappropriate shock. The noise did result in inhibition of pacing with an approximate 4 seconds pause noted on the shock egram. The patient's leads were a competitor's product. The patient was admitted into the hospital and the tachy therapy was programmed off. An external pacer was placed and the patient was to undergo a revision procedure. The outcome of that procedure is not known at this time. No additional adverse patient effects have been reported. Additional information indicates that this patient underwent a revision procedure and their competitive rate/sense lead was surgically capped. No visual lead issue was able to be observed under fluoroscopy. This crt-d remains implanted and no further complications have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted over four and a half years later following the patient's death. There were no allegations relating to the crt-d system associated with the patient's death. The device underwent analysis upon return.